Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be concluded. No conclusion could be drawn. No device was returned, and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
During a c5 corpectomy and c3-c4 acdf, the vectra t plate was implanted, all screws were tightened and the clips were removed. The cranial end of the plate started to pull apart and expanded further than 3mm. Surgeon did a compression to pull the plate back together and removed and repositioned 2-4 screws. Surgeon bent plate in the middle as recommended prior to implantation. Procedure was completed.